Event description:
Pt undergoing total vaginal hysterectomy. During procedure, one number 1 chronic gut on atraumatic needle broke off approx one inch below the needle with frayed at gut. The suture was removed. A second suture was placed and noted to have unraveeled strands approx 6-7 inches below the needle. When the suture was then brought through the peritoneum to be removed, it pulled the peritoneum and the base of the bladder and caused a bladder entry. This required repair through an abdominal approach. The pt, therefore, had to be add'l surgery to repair the bladder entry caused by the suture.